Manufacturer narrative:
(B)(). A three (3)-piece lens, model z9002 was returned for evaluation. It was learned that the lens in question, a one (1)-piece lens, model zcb00 diopter 9.0, serial number (B)(4), was not returned but lost/discarded at user facility. It was stated that all available products involved in this report have been returned. No further information has been provided. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4) - removal and replacement.patient had weak zonules unable to support intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient had a traumatic cataract and had weak zonules that were unable to support the intraocular lens requiring the lens to be removed. During the removal and replacement of the intraocular lens from the patient's right eye, a anterior vitrectomy was required to be performed. No additional information was provided.